Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Difficulty advancing contra wire, but was resolved. Device delivery catheter was difficult to remove. Outcome was a successful implant.